Event description:
The customer called into technical support (ts) reporting that the device displayed alarm: led failure. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the caller to replace the power switch overlay and provided a part ID. The customer replaced the power switch overlay to resolve the reported issue. The device successfully passed performance specification testing. After the repair was completed, the device was put back into service.